Manufacturer narrative:
(B)(4). This complaint for a system error 2267 during cycle 4 of 5 was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2267 while using the homechoice (hc) during fill cycle 4 of 5. (B)(4) explained that the error indicated air had entered into the disposable set, and had the patient close the clamps and cycle power to clear the error. (B)(4) then advised the patient to discard the supplies and complete therapy manually. Product surveillance contacted the patient who explained the cause of the error was related to them replacing the bag on the final line. The patient stated when they broke the frangible for the final line solution bag, he accidentally ripped the port area where the frangible is located. The patient clamped off the line and replaced the bag. The hc did not alarm until later when it was pulling from the final bag. The patient stated they did not inform their dialysis nurse, and product surveillance recommended that he contact his nurse about the event. The patient stated he was able to continue therapy successfully. No injury or medical intervention was reported.